Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one sealed maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to be clean, and the distal portion of the original label appeared to be blank. No other anomalies were noted. Evidence of adhesive residue was noted in the area where the product label is placed. Therefore, the investigation is confirmed for the reported device markings / labelling problem as evidence of adhesive residue was noted in the area where the product label is placed and the english label on one product in the box has come off. A definitive root cause for the reported device markings / labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the english label on one product in the box has allegedly came off. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the label on one of the product in the box has allegedly came off. There was no patient contact.